Event description:
Boston scientific received information that this pacemaker was exhibiting high pacing impedance measurements and there was loss of capture (loc) in the right ventricle. A revision procedure was performed to address the issue and during the procedure, the header disconnected from the device when removing the rv lead. The rv lead was then tested and found to be functioning normally. The device was successfully explanted and replaced and the rv lead remains in service. No adverse patient effects were reported. Additionally, the rv lead was a non-boston scientific product.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was loose and separated from the device case. All telemetry and interrogation operations were normal and the device paced and sensed normally.